Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. Interrogation of the pulse generator noted that left ventricular (lv) lead had failed to sense and failed to capture. Fluoroscopy was performed which confirmed that the lead had dislodged. The lead was explanted and replaced. The patient was stable throughout the procedure.